Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via 6f sheath after a cerebral angiogram diagnostic procedure. Reportedly, resistance was felt with the anatomy during advancement of the proglide device. There was blood flow confirmed but device was not deployed. Due to the resistance felt, the device was attempted to be removed; however, it remained stuck in the patient and it was difficult to remove it. Level of anesthesia was increased and a cut down was performed to remove the device. When device was removed, it was noted it was broken at the distal end but held together by the actuator wire. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: patient identifier. Evaluation summary: the device was returned for analysis. The reported guide break was confirmed. Difficulty to insert into the anatomy and entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.